Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 locked up during a procedure, and the collimator closed. Also it was reported that the c-arm creaks when changing position. Although the event occurred during use on a patient, there was no adverse patient involvement reported. There was no patient information reported.